Event description:
I had an alere inratio pt/inr from philips prescribed sometime early 2012 while taking warfarin for blood thinning. The device is the most unreliable piece of (profanity) I have ever seen. I routinely tested each week and reported to philips. During (B)(6) that year, one day I tested at 3.0 (within the required range of 2.0 to 3.0) and later became totally disoriented and blacked out several times on the way to (B)(6) where a lab inr test was performed. My reading was 7.0. The next day, a lab test showed 8.0 warfarin and this meter just about killed me. I then switched to pradaxa for a few months before switching to eliquis in (B)(6) 2013.